Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open breast mammoplasty reduction, while closing the skin, the suture has too much memory, it is coming out of the package with a lot of coils in the suture because of the racetrack packaging and both sutures broke. The surgeon finished the case with their sutures. There was no patient injury.